Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the thrombectomy procedure, the microcatheter (subject device) was used to reach to the distal mca along with the two microcatheters. The tip of the subject microcatheter came off and went distal into the distal vasculature. The body of the subject microcatheter was removed without issues however; it was reported that the radiopaque marker detached from the tip and was left inside the patient's distal branches. As per the physician, the un-retrieved radiopaque marker fragment have not disrupt any blood flow so, there is no future plans to remove it from the patient's anatomy. The procedure was completed successfully. The patient is reported to have been recovering nicely without clinical consequences reported.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was found to be severely kinked/bent and was found to be flattened/crushed. The catheter distal end was found to be stretched and the catheter tip was found to be broken/fractured. Functional inspection was not required as defect was confirmed visually. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu and the patient¿s anatomy was not very tortuous. The damage noted to the device would be indicative of the as reported defects. It was seen that the microcatheter was severely damaged, and the ro marker and catheter tip were detached. The as reported catheter tip broken/fractured during use, ro marker(s) detached/separated/not visible under fluoroscopy and un-retrieved device fragments as well as the as analyzed catheter tip broken/fractured during use, catheter shaft kinked/bent and catheter shaft stretched and catheter shaft flat/crushed will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the thrombectomy procedure, the microcatheter (subject device) was used to reach to the distal mca along with the two microcatheters. The tip of the subject microcatheter came off and went distal into the distal vasculature. The body of the subject microcatheter was removed without issues however; it was reported that the radiopaque marker detached from the tip and was left inside the patient's distal branches. As per the physician, the un-retrieved radiopaque marker fragment have not disrupt any blood flow so, there is no future plans to remove it from the patient's anatomy. The procedure was completed successfully. The patient is reported to have been recovering nicely without clinical consequences reported.